Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not successfully implanted due to lead incurred damage in insulation during the procedure. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm insulation damaged allegation. A visual inspection showed a puncture hole in the insulation approximately 60 millimeter from the tip end, consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this lead was not successfully implanted due to lead incurred damage in insulation during the procedure. The lead was never in service. No adverse patient effects were reported.